Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of stenosis is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, one 3.0x28 mm xience prime btk stent was implanted in the right proximal anterior tibial artery (ata). On (B)(6) 2025, the patient had a new wound on the first right toe and was hospitalized for invasive diagnostic and, if necessary, therapy before amputation. Antibiotics (clindamycin) were administered. There was restenosis in the right ata. Percutaneous transluminal angioplasty was performed on (B)(6) 2025. Amputation of the first toe was performed on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: updated as additional information was received.

Event description:
Subsequent to the previously filed report, additional information was received that necrectomy was performed to the amputation wound on (B)(6) 2025. No additional information was provided.